Event description:
The report received from the cordis clinical registry indicated that, a patient experienced two separate restenosis episodes after receiving an unknown cordis bx sonic bare metal stent less than one year, and later on after receiving a cypher stent. The main indication for the index procedure was stable angina and positive stress echo. A 3.5 x 23mm cypher stent was implanted at 12 atms in the proximal right coronary artery to treat a lesion described as 3.5 x 20mm long, de novo, eccentric with little or no calcification, a type b1 classification with 80% stenosis. Pre and post dilatation was not conducted. The mid left anterior descending coronary artery was described as restenotic after a greater than 10mm diffuse in-stent restenosis of a bx sonic bare metal stent. It was also described as eccentric with little or no calcification with a type b2 classification and 90% stenosis. Two cypher stents; a 3.0 x 18mm and a 2.5 x 33mm were implanted at 12 atms each overlapping one another pre and post dilatation was not conducted. The patient was discharged the following day on aspirin clopidogrel, statins, ace inhibitors and beta-blockers. At one-month and six-month follow up, the patient reported anginal pains. The patient also had a positive echo stress test with anterior ischemia. Coronary angiogram also revealed an 80% stenosis proximal the 3.0 x 18mm cypher in the left anterior descending coronary artery. The peri stent restenosis was treated by stenting with another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-00867 and 9616099-2008-00868.